Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-05929. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to stable angina (ccs class ii). Cardiac catheterization revealed 2 target lesions. The first was a 99% stenosed and 5.4mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.3mm and timi-2 flow. It was treated with predilation and placement of a 3.5x12mm taxus liberte stent and post dilation resulting in 50% residual stenosis and timi-3 flow. The second was a 75% stenosed and 7mm long lesion located in the mid rca with a reference vessel diameter of 3.2mm and timi-3 flow. This was reported to be in stent restenosis. It was treated with direct stent placement of a 3.5x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis (25% per core lab analysis). Timi-3 flow was maintained. The patient was discharged 1 day later without complications on aspirin and ticlopidine hydrochloride. (B)(6) 2010: the patient developed angina pectoris. (B)(6) 2010: the patient was diagnosed as having symptoms of ischemia including stable angina and underwent cardiac catheterization. A 99% stenosed (80% per core lab analysis) and 10mm lesion was identified in the proximal rca with a reference vessel diameter of 3.5mm. This was reported to be in stent restenosis of the previously placed proximal 3.5x12mm taxus liberte stent. It was treated with predilation and placement of a non-bsc stent resulting in 0% residual stenosis. Timi flow improved from 2 to 3. The symptoms of angina were reported to have subsided and the patient was discharged 1 day later. It is the opinion of the physician that this event is possibly related to the taxus liberte stent.

Event description:
(B)(6) clinical study. Same case as MFR ID#: 2134265-2010-05929. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to stable angina (ccs class ii). Cardiac catheterization revealed 2 target lesions. The first was a 99% stenosed and 5.4mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.3mm and timi-2 flow. It was treated with predilation and placement of a 3.5x12mm taxus liberte stent and post dilation resulting in 50% residual stenosis and timi-3 flow. The second was a 75% stenosed and 7mm long lesion located in the mid rca with a reference vessel diameter of 3.2mm and timi-3 flow. This was reported to be in stent restenosis. It was treated with direct stent placement of a 3.5x20mm taxus liberte stent and post dilation resulting in 0% residual stenosis (25% per core lab analysis). Timi-3 flow was maintained. The patient was discharged 1 day later without complications on aspirin and ticlopidine hydrochloride. The patient developed angina pectoris. (B)(6) - 2010: the patient was diagnosed as having symptoms of ischemia including stable angina and underwent cardiac catheterization. A 99% stenosed (80% per core lab analysis) and 10mm lesion was identified in the proximal rca with a reference vessel diameter of 3.5mm. This was reported to be in stent restenosis of the previously placed proximal 3.5x12mm taxus liberte stent. It was treated with predilation and placement of a non-bsc stent resulting in 0% residual stenosis. Timi flow improved from 2 to 3. The symptoms of angina were reported to have subsided and the patient was discharged 1 day later. It is the opinion of the physician that this event is possibly related to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).